Event description:
A customer observed non-reproducible, higher than expected troponin I es (tropi es) results from samples from two different patients using vitros tropi es reagent lot 4350 on a vitros 5600 integrated system. Patient 1 sample result of 0.232 ng/ml versus the expected result of 0.018 ng/ml; patient 2 sample result of 0.261 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es results for patient 1 and patient 2 were reported from the laboratory. Corrected reports were later issued for the affected samples and ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected troponin I es (tropi es) results were obtained from samples from two different patients using vitros tropi es reagent lot 4350 on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Reported qc fluid performance indicates a vitros tropi es lot 4350 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 4350 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. An instrument issue cannot be completely ruled out as a contributor to the events as no precision testing was performed to verify instrument performance on the dates of the non-reproducible, higher than expected results were obtained. Additionally, a review by an ortho second level engineer identified potential issues with the incubator outer ring movement, therefore an instrument issue cannot be ruled out as contributing to the events. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es, lot 4350. (B)(4).